Manufacturer narrative:
Concomitant medical product: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000168, serial lot: - medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the system was serviced in the field and the system y-blade of the collimator would not home which was causing no motion on bootup. The collimator internals were cleaned and the blade was manually cycled a few times. The system then performed as intended and the collimator blades moved freely. Codes b01, c13, and d02 are applicable to this system servicing.  H6) multiple annex a codes were used to capture the event. A150204 captures the gantry being stuck, a1102 captures the collimator error, and a110201 captures the stand-alone mode and not opening and the gantry button causing the gantry to tilt. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the medtronic imaging system was stuck around a patient and the gantry would not open. They rebooted the system, but at that point, the image acquisition system (ias) showed that it was in stand-alone mode, and a collimator error showed. When they attempted to open the gantry again, the gantry-open button would cause the gantry to tilt. They rebooted again, and after that, the gantry opened after pressing the open button. The case completed successfully afterwards. The last performed spin was the last spin the surgeon needed for the case. It was reported that the hospital staff were unfamiliar with the emergency gantry open button or the wrench. There was no impact to patient's outcome and the delay was about 10 minutes.